Event description:
It was reported that the patient experienced unspecified issues with ams 800 artificial urinary sphincter. The aus prb and cuff were removed and replaced with new components. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.